Manufacturer narrative:
H6: coding has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient who reports the physician who performed their explant. They report the reason the ins was explanted was because it was not working. Patient reports they refused return and the ins was discarded after explant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Pt is needing MRI lumbar. Caller reports programmer is displaying head only conditional however pt had a lumbar MRI before at another facility. Caller provided MRI info code 15907070000. Caller also pt where the ins is implanted and states pt pointed to their flank area. Patient stated that MRI mode shows they are only compatible for a head MRI, but they've had a lumbar MRI in the past. Patient stated the implant is in their lower left back. Agent redirected patient to their healthcare provider to further address the issue. Agent reviewed process to request a rep through a healthcare provider. Patient called back for  national answering service (nas) number; agent reviewed information. Patient reported that this was the first time patient saw the screen. During previous low back mris patient was just asked if it was in MRI mode, which it was. Patient was having it removed on (B)(6) 2025.